Event description:
A cartridge alarm was reported during the load process by the customer, who waited as prompted to remove the used cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support replaced the pump as a corrective action in response to the recurring cartridge alarms experienced by the customer.